Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 3.00x38mm promus premier¿ drug eluting stent for use, the tech noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The struts at the distal end of the stent were misaligned and stretched 10mm past the distal tip of the device. It was indicated in the event description that this damage occurred during the preparation of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. Solidified contrast medium was visible in the lumen indicating the device was prepped for use. A visual and tactile examination found several kinks along the device¿s hypotube and shaft polymer extrusion. This type of damage is consistent with excessive force being applied to the delivery system possibly during packaging for return. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 3.00x38mm promus premier¿ drug eluting stent for use, the tech noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.